Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that patient had increased confusion/agitation post procedure/while at MRI which resulted in hospitalization for observation. It was noted that the patient also received ativan which may have contributed to the symptoms. The etiology was noted as not related to the device or therapy and related to the implant procedure. The event resolved without sequelae on (B)(6) 2015 with no actions taken. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device info updated per report that event occurred, and was resolved, prior to ins implant. Main device updated to external neurostimulator for system reporting. Lead information added below. Product ID: 3389s-40, lot# va0xu08, implanted: (B)(6) 2015, product type: lead; product ID: 3389s-40, lot# va0yqqc, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the confusion/combativeness occurred after lead implant and prior to ins implant. The patient was monitored, provided medications and observed for additional changes in mental status for 3 days. The issue was surgery/anesthesia related per the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date updated as correction. Additional information indicated the event did not occur during the timeline of the clinical trial, and thus the initial reporter source of "study" should be removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event was deleted from the clinical reporting system since it occurred prior to subject consent for the study.